Event description:
It was reported that the patient died due to hemorrhagic shock. The outcome was not device or therapy related. An autopsy would not be performed. The Pump was not explanted.

Manufacturer narrative:
Section A: Additional patient information cannot be provided due to personal data privacy legislation/policy.No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.